Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the sternal saw was very hot. As a result, an alternate device was employed for the procedure. The user reported that the surgical procedure was completed successfully, and there were no reported adverse consequences to the pt as a result of this event.